Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded a remote monitoring disabled (rmd) alert and a code 1003, indicative that the battery voltage was too low for the projected remaining capacity. Technical services (ts) reviewed the device data and noted the high impedance battery alert was valid. Engineering confirmed the alert was a true positive and recommended prompt device replacement. The healthcare provider was notified of the results. No adverse patient effects were reported. This pacemaker remains in service.